Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not fully move forward when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn on the abdomen between 1 and 4 hours and patient reported a blood glucose level up to 415 mg/dl. As treatment, corrections were delivered and patient drank fluids. The patient's blood glucose, carbohydrate, and insulin history are as follows: time, bg(mg/dl), cho(g), bolus(u): 6:18pm 340 25 10.8, 8:27pm 344 2.95, 9:30pm 415.